Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The customer's report was observed during review of the device logs. However, the device was put through extensive testing without duplicating the report. The error log was manually cleared prior to evaluationan. Internal inspection resulted in no findings. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.